Manufacturer narrative:
Device evaluation: d10, h3, h6, and h10. Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was able to be confirmed & duplicated. No failure trend noted, therefore no CAPA required.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter connected. While trying to attempt to perform touchscreen calibration ten times, the ventilator fail. The touchscreen would not respond to touch. Bench testing revealed the lcd display was creating the touchscreen fail condition. Review of the event trace log revealed a "button stuck alarm". Visual inspection revealed the lcd screen had signs of damage, small cuts, dents, and punctures. This condition of the lcd display will cause the ventilator to alarm "button stuck".

Event description:
It was reported to vyaire medical that the touch screen is not responsive. The ventilator was on a patient at the time. There was no report of any patient involvement associated with this reported event.